Manufacturer narrative:
(B)(4). ¿on october 9 & 10 2019 cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name: osteosynthesis clavicle. The amount of time between the suture placement and the "absorption¿ ? The time between the suture placement and the finding the problem is of 60 days. The surgeon expected time between the suture placement and the "absorption"? Unknown. Event of post op absorption captured in mw 2210968-2019-88509.

Event description:
It was reported that a patient underwent osteosynthesis clavicle procedure on an unknown date and suture was used. The surgeon opined that the quality of the thread was different and more brittle when making the knot. There was no adverse patient consequence.